Event description:
Event occurred regarding primary plum set, clave secondary port, clave y-site, distal microbore tubing, secure lock, 104 inches where it was reported that vent port was leaking when connected to patient. There was patient involvement but no patient harm or delay in therapy reported.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
Additional information: d9 - device available for evaluation - no. Investigation summary no product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history could not be reviewed due to no lot number being provided.